Event description:
It was reported that the patient didn't know if something happened. It didn't work like it normally does. They want to make sure they are getting proper therapy from the phone. Patient is in a depression study and they don't know the name of it. They had the device implanted in new york but they live in wisconsin. Patient was recording their brain waves and a message came up saying that they weren't getting as much power or charge to their phone as they should, or they weren't getting proper therapy. Patient didn't remember what the message said. The issue started today. On the call the patient went into the dbs therapy application and connected to the therapy application. Patient said, they got the screen of recording and their therapy was at 70% charge. After they finished recording the event is when they think they got the message that said they might not be getting sufficient therapy. Patient didn't try to adjust their therapy or anything. The caller was redirected to their healthcare provider to further address the issue. Suggested next time they get the message to take a screen shot or write the message and service code down.  Patient said they are not having ret urn of symptoms. Additional information was received from patient (pt). Pt reported that they received a letter and don't know the answers to the questions on the letter. Patient said the service code they have seen is 2703 oor and they have also gotten a message to charge the implantable neurostimulator (ins) to avoid losing therapy. The patient reported the first instance of oor on september 12, 2025

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.